Event description:
It was reported that during the implant attempt, the physician attempted to extend the helix of the right ventricular (rv) lead pre-threshold testing, but after multiple turns, there was no indication that the helix was extending. The physician then repositioned the lead and attempted to extend the helix once more, with the same results. The physician expressed frustration, indicating that this issue had occurred multiple times before. The lead was not used and another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).